Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information and pictures from the (B)(4), foreign objects adhered to the electrical contact of the output socket and the electrical contact was stuck, it is presumed that contact failure of the connector occurred, which affected communication between the endoscope and the video processor, then it caused b30 error. It is presumed that cause of the adhesion of the foreign objects to the electrical contact was attributed to the connection of the endoscope to the subject device in a condition with the insufficient drying the electrical contacts of the endoscope or adhesion of a foreign object (such as the chemical liquid residue, water deposit, sebum stain, dust, fiber of gauze). But the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the error b30 which indicated that there was the communication problem between the endoscope and video processor was displayed. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated when evis 190 series videoscope was connected to the subject device, and the output socket was damaged. There was no report of patient injury associated with the event.